Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the screen display is not normal. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No display anomaly or missing segments or partial display anomaly was noted. The insulin pump had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.